Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between the female connector of a peritoneal dialysis (pd) transfer set and the patient line connector of a homechoice disposable set with cassette. While disconnecting from the claria homechoice at the end of therapy, the customer observed that the transfer set could not disconnect from the patient line of the cassette. Additionally, while attempting to disconnect, the female connector of the transfer set separated from the mainbody and remained connected to the patient line connector. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.